Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that his one touch ultra meter would not power on. The medical affairs specialist attempted to contact the pt on (B)(6) 2004. There was no answering machine to leave a message and a letter will be sent. The pt last tested on the reported meter on (B)(6) 2004 at 8:00 am. No result was provided. The pt experienced symptoms of nausea, dizziness, and headache and took no actions to affect his blood glucose level. He did not test wit ht e reported meter while experiencing symptoms. He was treated by a medical professional and given insulin. A blood glucose reading was taken on another device; however, it is unk what result was obtained. The customer service rep confirmed that the reported meter would not power on with the power button. The csr also verified that the test strips were correct, the battery was installed correctly, the battery had been replaced less than one year ago, and the battery contacts were in good condition. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.